Event description:
It was reported when using the bd pyxis medstation system, drawer and pocket failed and required maintenance. Restarting the device did not resolve the issue. The customer stated that the malfunction occurred when user trying to issue medication to the patient, caused a delay to patient care workflow but no harm reported. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer and pocket failed and required maintenance. A field service engineer logged into cfnadmin and ran firmware updater then verified all cubies detected on the bus also replaced the auxiliary drawer 1.1 and 4.2 drawer card 151622-01 to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.